Manufacturer narrative:
Outcome attributed to adverse event: other - infection h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted screw having o-c4 fixation therapy for decubitus infection. It was reported that the set screw of the right occipital plate and the set screw of the c4 screw dislodged. The rod was separated from the head of the occipital bone plate, causing bedsores in the occipital region. In addition, there was an infection. This event was repeat surgery because there was debridement and removal due to decubitus infection. There were no further complications reported regarding the event. Additional information received that the revision surgery occurred due to infection was related to the products reported and there was no malfunction associated with the rod.